Event description:
The nurse informed field sales trauma manager that when installing the screw loose threads of the screw tip to about halfway up. Drilling of the canal was properly made on the right size of drill. The screw hit the k-wire that was inside the bone. The screw was used without plate as compression screw. Operation time was about 15 minutes longer as new screw was applied (the competitors' screw). The patient did not suffer life threatening.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.